Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/ latina female patient underwent a primary breast augmentation with 425cc mentor memorygel breast implants on (B)(6) 2009. The patient reported that in 2016 she began experiencing a "suffocating feeling". She specified that when she walks up stairs her breath is gone. The patient also mentioned that she gets a pain which extends from her right rib area to her right lung area. On the patient's left side, she reported neck pain and instances of her left arm falling asleep. At night, she feels the need to take deep breaths as her "suffocating feeling" is especially heightened at night. She has reported that she's been out of work since 2016. On or around (B)(6) 2020, the patient stated that she had a "stabbing feeling" all over her body. On or around (B)(6) 2020, the patient felt as if she were suffocating. During this incident, she also experienced blurry vision, dry eyes, and red eyes. She reports having difficulty sleeping. The patient also stated that she is taking pain medication due to her pain. Other symptoms which the patient reports include: depression, anxiety, insomnia, migraines, and a swollen kidney. No device issues such as rupture were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove the "pain" patient code to more accurately capture the reported event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).